Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that error code displayed (loose phacoemulsification tip) at an unknown timing. The surgery details and patient impact details were unknown. Customer was currently unwilling to proceed with follow-up. This report pertains to phacoemulsification tip involved in this reported event.